Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was found to be that the ECG a and b to front te cable was cut between ECG b and the distribution node, damaging wires in the cable and causing the gel to deploy. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel" messages without prior gel release flags.